Event description:
It was reported from (B)(6) by medical staff that a patient had a broken pin in the controller detected while in the outpatient center. The controller was exchanged from the facility stock. There were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
Additional information was provided indicating that the patient tolerated the controller exchange very well and is doing fine at home. Patient demographics were also included. The controller was returned and failed external visual inspection as result of a bent pin on the serial port. The damaged pin prevented communication between controller and monitor. This damage was most likely caused due to an improper handling of the controller. Log files were not able to be reviewed as visual damage to the controller serial data port (blue connector) had damaged pin preventing log file transfer. The reported event was confirmed as bent pin was noted on the serial data port (connector). The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. An internal investigation has been opened to address this issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.